Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant product: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.smartablate generator, model #: m-4900-07, serial #: (B)(4). 3.smartablate pump, model #: m-4900-08, serial #: (B)(4). 4.two - webster quad catheter. 5.non bwi - st. Jude - sl0 8.5 french. (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade after the procedure which required a pericardiocentesis. The patient's medical history includes hypertension, hypothyroidism, and atrial fibrillation. A transseptal puncture had been performed. There were occasional high force readings from the smart touch unidirectional catheter while located in the left atrial roof. The physician was instructed to pull the catheter back. The patient underwent successful isolation of all four pulmonary veins as well as the creation of the posterior left atrial roof line. At the end of the procedure after all the biosense webster products had been removed, hypotension (sbp 75mmhg) was noted and a bedside echocardiogram showed a circumferential pericardial effusion of 1 cm. The patient underwent an emergency pericardiocentesis with 350cc of drainage of blood removed and 20cc more of drainage the following night in the ccu. The drain was removed the following day and the patient was restarted on apixaban two days later. The patient was discharged home four days after the pulmonary vein isolation (pvi). The patient received anticoagulation. The act was maintained between 300-350. There were no error messages observed on the biosense webster equipment during the procedure. The physician&#62688;opinion regarding the cause of this adverse event is that it was a left atrial roof puncture in which there were high grams of force (up to 80 grams) being displayed. Settings during the event include: power control mode at 40 watts / temperature cut off 42 degrees / impedance cut off 250 ohms / power was titrated / flow setting 30ml/min